Event description:
It was reported that this pacemaker exhibited pacing inhibition as a result of oversensing of noisy signals, loss of capture (loc), and high out of range pacing impedance on the right ventricular (rv) channel. No asystole was exhibited as the patient is not dependent on ventricular pacing. The physician wanted to reprogram the pacemaker to a different mode but also wanted to be able to store atrial tachy response (atr) episodes. Technical services (ts) noted that the mode that the physician wanted would not be able to store atr episodes. The physician decided to leave the device in service as the patient is not dependent on rv pacing. It was noted that the device may reassessed once the device reaches elective replacement indicator (eri) and a changeout is required. The device remains in use. No adverse patient effects were reported.